Manufacturer narrative:
Based on the current information provided, the cause of the vessel injury with an unspecified third-party product is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A system log review cannot be performed because the system was not docked and never used. Although there was no allegation of the use of an isi product that was associated with this event, this event is being reported based on the following conclusion: prior to the start of a da vinci-assisted hysterectomy surgical procedure, while the surgeon was performing an initial entry with an unspecified third-party trocar; the iliac artery was punctured. The patient coded. The procedure was converted to an open procedure. After an hour they were able to revive the patient. The da vinci system was not docked, and the cause of the vessel injury resulted from puncture with an unspecified third-party trocar, and was potentially due to use-error and/or patient anatomy during first-entry.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, the surgeon was performing an initial entry with an unspecified trocar, and the iliac artery was punctured. The patient coded. The procedure was converted to an open procedure. After an hour, they were able to revive the patient. The da vinci system was not docked. The patient is reported to be recovering well and stable. On (B)(6) 2022, intuitive surgical, inc. (Isi) contacted an isi senior clinical sales representative (csr) and obtained the following additional information regarding the reported event from the or director and the first assistant. It was confirmed that the surgeon was using an unspecified third-party trocar when the patient was injured. An isi product was not involved in the patient's injury. When the csr attempted to talk to the surgeon, the csr was informed that the surgeon was unwilling to discuss the reported incident. The site did not provide patient demographic details and additional information about the injury. Since the da vinci system was not docked and it was a third-party trocar used, there are no isi products to be returned to isi for evaluation.